Event description:
It was reported that the patient was experiencing heating at the ipg site for almost one year. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Further information requested, but not received. Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the ipg was explanted and replaced.

Manufacturer narrative:
The report of ¿overheating¿ was not confirmed. Analysis of the returned ipg found it had no physical anomalies, communicated with all lab utilities, passed all functional testing, and no anomalous out puts were observed. Returned device also met the product requirement specification for heat generation during use. During analysis no anomalies were identified that would have existed prior to explant that would have contributed to the alleged complaint. The DHR review had determined that manufacturing completed all steps correctly and there were no errors in the production of the product.